Event description:
The complainant reported that a vesica percutaneous bladder neck suspension kit was implanted in a female pt in 1990 (exact date unk). The pt reported that in 2006 she began experiencing painful intercourse and increasingly heavy vaginal discharge. In 2008, the pt was referred to a gynecologist by her general practitioner, who diagnosed vaginal erosion. The sling was removed in 2008. The complainant reported that the removal of the sling completely alleviated the pt's symptoms.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The complainant reported that the device will not be returned for evaluation as it was discarded after removal from the pt; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. The direction for use of this device contains the following precaution: a variety of materials utilized with soft tissue implants have been known to cause... And other adverse reactions such as tissue sensitivity and tissue erosion.